Event description:
Customer alleged that the leg rest at5044lift broke at the weld.

Manufacturer narrative:
(B)(4) 2015 - the device was returned for an evaluation. That evaluation determined that there were no broken welds or dents on either legrest and that the legrests were able to be properly assembled.

Event description:
Customer alleged that the leg rest at5044lift broke at the weld.

Manufacturer narrative:
(B)(4) - - should additional information become available a supplemental record will be filed.